Event description:
Customer reportedly obtained results of 530mg/dl and 175mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return suspect system, and replace was sent.